Event description:
On (B)(6) 2019, a patient received total hip arthroplasty on both legs with no fractures confirmed during or immediately after the operation and no problems. On (B)(6) 2019, one side was revised due to sinking and a bone fracture. The stem was removed and cable was applied to reinforce the bone. Another company's stem was implanted. The surgeon reported the patient's weak bone quality due to rheumatism was the possible cause.